Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: reporter is synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient underwent an unknown surgery using a trochanteric femoral nailing (tfn) system on (B)(6) 2019. During the procedure, the tip of an unknown tfn reamer sheared off inside the patient. It was believed that on inserting the reamer it may have touched the nail hence why the tip of the reamer sheared off. The surgical procedure was successfully competed with no surgical delay. Patient outcome status was unknown. Concomitant device: unknown nail (part # unknown, lot # unknown, quantity 1). This report is for one (1) 6.0mm/10.0mm stepped drill bit cannulated/large qc/435mm. This is report 1 of 1 for (B)(4).